Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm diameter abdominal aortic aneurysm. The physician reported a type IV or possibly a type iii endoleak coming from bifurcation of the bifurcated main body stent graft on completion angiogram at the index procedure. The physician stated the cause is unknown. The physician also indicated a positive type ii endoleak as well. The physician reported performing multiple additional angiograms to confirm the endoleak. Per the physician the re-intervention consisted of additional ballooning of the main body stent graft as well as increased follow up with repeated CT scan at 24 hrs. The patient will be monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: review of pre-implant CT¿s revealed that the patient had a 5.3cm max diameter aaa. The proximal neck diameter just below the lowest left renal artery measured 23mm, and 1.5cm lower the neck diameter was 22mm. The infrarenal angulation measured 35 deg a-p, and the distal portion of the neck was significantly calcified. The distal aortic diameter measured ~2cm and was calcified, and the iliac arteries were non-tortuous with some calcification seen. Review of CT¿s from 2-days post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest left renal artery. The proximal stent graft od measured ~26mm. The ipsi limb was on the right side and was extended within another limb into the right common iliac artery. The contra limb was also extended into the distal portion of the left common iliac. The max diameter aaa measured 5.3cm and contrast was seen outside the stent graft. Near the level of the flow divider, a likely type ii endoleak was seen being fed by multiple lumbar arteries. On the anterior sac contrast was also seen from a likely type ii endoleak possibly from a patent ima. There appeared to be good proximal and distal limb sealing. Both limbs were patent and no stent graft kinks or compression was observed. No other issues were noted. The cause of the endoleak seen during implant could not be determined from the films provided. Images during implant were not available for review. The endoleak observed at the 2-day follow-up appears most likely to be from multiple type ii endoleak sources. However, a type iii fabric or a residual type IV endoleak cannot be ruled out.